Event description:
It was reported that at the conclusion of a CT guided biopsy procedure, the pt experienced cardiopulmonary arrest. The pt was successfully resuscitated; although, the pt was placed in a medically induced coma for six days. The pt regained consciousness and was reported to be hemodynamically stable.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.